Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete facility name that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device s/n: (B)(6) targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.3c, water temperature (wt) was 26.4c, flow rate (fr) was 0.8lpm, water reservoir level 3, heater command 0 percentage, mixing pump command (mpc) was100 percentage, chiller temperature (t4) was 26.4c. Asked nurse to send device to biomed labeled with alert 113, not cooling. Right now, the patient was slightly below target, but the diagnostics indicate the device was trying to make colder water and was unable to.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated. During evaluation, device performed to specification. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported issue is unconfirmed. The complete facility name that is provided is (B)(6). Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device s/n (B)(6). Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.3c, water temperature (wt) was 26.4c, flow rate (fr) was 0.8lpm, water reservoir level 3, heater command 0 percentage, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 26.4c. Asked nurse to send device to biomed labeled with alert 113, not cooling. Right now, the patient was slightly below target, but the diagnostics indicate the device was trying to make colder water and was unable to.